Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold/secure the smallest diameter wire 0.6mm during testing. It was determined that the device emitted a grinding noise during testing. It was further observed that the clamping components were worn and the bearings were corroded. It was determined that the issues were consistent with component wear/age. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the pin pusher broke on the quick coupling device and the device was not holding the wires properly. There was less than five minutes delay to the surgical procedure to troubleshoot and to obtain a spare device. It was reported that the surgery was competed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.